Event description:
Patient was revised to address pain, stiffness, and limping. Op notes indicate that the surgeon felt that a lack of ingrowth on the cup was due to the patient's autoimmune disease; however, the op notes also indicate the cup was difficult to remove. Metal wear must also be suspected, as the surgeon is requesting to know via response letter what kind of wear took place.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address pain, stiffness, and limping. Op notes indicate that the surgeon felt that a lack of in-growth on the cup was due to the patient's autoimmune disease; however, the op notes also indicate the cup was difficult to remove. Doi (B)(6) 2009 - dor (B)(6) 2013 (left hip). Examination of the returned devices finds nothing outward to suggest product error. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a. Patient x-rays and revision operative notes have been provided for review but did not identify root cause. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the returned devices could not confirm the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Update sep 22, 2017: litigation record received. In addition to what was previously reported, litigation alleges discomfort. Manufacturing and expiration dates updated. Added complainant information. This complaint was updated on oct 6, 2017.